Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump alarmed pump error 25 multiple times, starting from the night of the reporting date. The alarm was verified in the alarm history and it has occurred every four hours. The caller stated that they had to simulate the rewind sequence after every alarm. The caller did not provide the customer's blood glucose at the time of the incident. The caller was advised the troubleshooting steps and the alarm was explained to the caller. The caller agreed to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded lith) was less than 3.5v for 4 consecutive hours due to connector resistance at electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly. Pump also received with scratched case, missing display window cover, missing end cap address label, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.